Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for additive abnormality where the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to additive abnormality was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tube experienced discolored/abnormal additive form which was noted prior to use. The following information was provided by the initial reporter: the additive discolored to yellow.